Event description:
Pt had star sliding core bearing revised.

Manufacturer narrative:
Sliding core bearing revised after being implanted for 2 years. Visual evaluation shows fractured sliding core bearing. Review of device history shows no anomalies.